Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/31/2017. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent an open inguinal hernia repair/ lichtenstein hernioplasty procedure on unknown date and the mesh was implanted. Following the procedure, the patient possibly experienced a chronic pain, urinary retention which required transient catheterization, and/or wound seroma. It was also reported that there was no recurrence of hernia occurred. No further information is available.

Manufacturer narrative:
(B)(4).